Event description:
It was reported that the patient underwent revision surgery (date not reported) to repair the skin flap due to device extrusion. Additional information has been requested but not made available at the time of this report. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced a device extrusion. Additional information has been requested but it has not been made available as of the date of this report.